Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing and noise. No changes have been made a this time and the s-ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated an x-ray was performed and the s-ICD system appears to have migrated due to the patient twiddling their system. Testing was able to reproduce noise and the physician is contemplating a revision procedure. For now, the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing and noise. No changes have been made a this time and the s-ICD remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.